Manufacturer narrative:
(B)(4). Service order (B)(4) was generated for this event. Per the service order, unable to duplicate the complaint. A verification of accuracy for the rpm and flow settings with service terminal software was performed. Functional and complete performance testing was performed; the results were acceptable. Reference: complaint (B)(4).

Event description:
On (B)(6) 2013, rotaflow console with serial number (B)(4) was primed and ready for use (at (B)(6)) and running at approximately 1500 revolutions per minute (rpm). Prior to switching to bypass, the staff turned rpm's to zero allowing blood to gravitate to fill the patient circuit (clearing crystalloid). The control knob was turned to approximately 1500-2000 to start the flow but the display remained at zero. The unit was in free mode, flim, llim, hlim were all set to off. The symptom cleared when the unit was rebooted. The staff opted to switch the unit for another unit to use on the patient. Reference: complaint (B)(4).